Event description:
Attempts for additional information have been unsuccessful.

Event description:
On (B)(6) 2013, it was reported that this vns patient experienced an intraoperative episode of bradycardia at 52 beats per minutes upon surgical exposure of the nerve. Atropine was administered, and the patient's heart rate returned to over 65 bpm within 10 seconds. The event occured prior to implantable products entering the sterile field. It is unknown if this was an initial implant or revision case.

Event description:
Additional information was returned that this was a primary implant case. Bradycardia was noted on the anaesthetic chart at the time when the electrodes would have been placed and the device tested. The patient did not have a previous medical history of bradycardia. The procedure was completed.